Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received in an opened tray without cap nor needle. A crack is observed at the 3mm luer lock level. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Injections for use: inject juvéderm® ultra plus xc applying even pressure on the plunger rod while slowly pulling the needle backward. The wrinkle should be lifted and eliminated by the end of the injection. It is important that the injection be stopped just before the needle is pulled out of the skin to prevent material from leaking out or ending up too superficially in the skin. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported to a company representative that while injecting the syringe cracked where the needle is attached to the hub.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.